Event description:
Operator reports discrepant sodium results while randomly running a pooled pt sample. Initial result 129 mmol/l. Same sample repeated three times gave 142, 141 and 142 mmol/l. No results reported since this was a pooled pt sample. The field service rep determined the ise sample probe to be the cause and replaced the probe. He also flushed the ise 1 flow path. Performance tests performed which were within spec.